Event description:
Allegedly, patient was walking across his deck when something went "pop" and his right leg gave out. Allegedly the neck had fractured.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00281, 00282. This event occurred in foreign country.